Event description:
It was reported that an infection occurred. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Products: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2009; 4965-35 implantable pacing lead, implanted: (B)(6) 2009.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Concomitant products: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2009; 4965-35 implantable pacing lead, implanted: (B)(6) 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.